Event description:
It was reported that a neonatal patient underwent a procedure due to an anorectal anomaly on (B)(6) 2013 and suture was used to close the abdominal wall. The suture broke and the patient developed a wound dehiscence of the aponeurosis at the belly region. The patient underwent a reoperation on (B)(6) 2013. Due to the new procedure, the patient acquired a hospital infection and the patient died. The surgeon stated that it is possible that the hospital stapled the suture package before entering the surgical room. Additional information was requested.

Manufacturer narrative:
(B)(4). It was reported that the specific surgery was an urgent open colostomy procedure. When the suture broke and the knots untied, the wound dehisced and either eviscerated or herniated. On (B)(6) 2013, the patient underwent a reoperation to re-close the aponeurosis. The next day, the patient experienced the hospital acquired infection. The patient was treated with an antibiotic prior to death. The surgeon opines that the cause of death was infection. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.